Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013387387); product type: 0195-heart valves; implant date na; explant date na product ID l-evolutfx-34 (lot: 0013379986); product type: 0195-heart valves; implant date na; explant date na product ID evfxplus-34 (r395489); product type: 0195-heart valves; implant date 2026-07-01; explant date na product ID d-evolutfx-34 (lot: 0013387387); product type: 0195-heart valves; implant date na; explant date na a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the patient had hostile calcium in the aortic annulus and cusps with a high aortic valve calcium score of 6652. The opening mean invasive gradient measured with a non-medtronic guidewire was reported to be above 100 mmhg. Pre-implant dilatation was planned with a 22 mm balloon and was upsized to 24 mm in the operating room, after which the mean invasive gradient decreased to 67 mmhg. It was reported that a 34 mm valve was then deployed and was noticeably infolded at approximately 80% deployment. The valve was recaptured and removed from the body, and this was associated with a procedural delay while a second valve was prepared and a second pre-implant dilatation was performed. The physicians reportedly assessed computed tomography images during the procedure and commented that the calcium contributed to the infolding and influenced the decision to pursue a more aggressive pre-implant dilatation strategy. The second pre-implant dilatation was performed using a 26 mm noncompliant balloon, and angiography reportedly showed the calcified cusps appeared more mobile afterward, with calcium descri bed as sequestering the base of the non-coronary cusp when displaced by the balloon and valve. Repeat invasive measurements showed the mean gradient decreased to approximately 30¿40 mmhg. It was reported that deployment with the second valve was successful with good implant depth, minimal constraint, and minimal regurgitation. The non-medtronic guidewire reportedly confirmed a good aortic regurgitation index and a mean gradient of less than 10 mmhg, and femoral access was closed without issue. It was reported that the patient developed a fast atrial fibrillation rhythm during the second pre-implant dilatation with the 26 mm noncompliant balloon, with a slight blood pressure drop. Management included a fluid bolus and inotropic support. An attempted cardioversion using anti-tachycardia pacing was not successful, and there was a plan for medical cardioversion on the ward with a beta-adrenergic medication and possibly an antiarrhythmic medication.